Event description:
During preparation, the nurse flashed the shaver and after realizing how hot it was going to be at first, she decided that it would need to be cooled down if time was going to be limited during surgery. She placed the shaver in cool water and when the doctor was about to begin the procedure, she placed the shaver on the leg of the patient, which burned the patient's knee.

Manufacturer narrative:
The complaint device has not been returned to the manufacturer for investigation to date. Additional information will be available upon completion of the complaint investigation.